Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k102470. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not cut at all and had packaging issue. There was also a sealing issue where no regrasp alert and no end tone was heard. The patient had one day extended hospitalization.